Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt is touching the iris, there is no harm to the pt and the shunt remains in the eye. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned as it remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number o serial number were indicated for this complaint, the root cause cannot be determined. Additional info has been requested. (B)(4).